Manufacturer narrative:
Approximate age of device - 37 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. The report of driveline disconnect and low flow alarms was confirmed based on the information contained in the submitted log file. Multiple motor stopped events were recorded on (B)(6) 2015 at 10:46 am where the pump speed was 0 rpm due to a driveline disconnect. Low speed hazard and low flow hazard alarms were active during the motor stopped events. Following the motor stopped events, the log file information indicates that the pump ramped back up to its set speed without issue. Multiple product requests were sent, however, the system controller was not returned for analysis. The root cause of the reported event could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient noted phantom alarms occurred without an audible alarm notification. Driveline disconnect and low flow alarms were noted during history review. The patient was asymptomatic at the time of the alarm event. The system controller was exchanged and no further events or alarms were logged in the subsequent 6 days. The manufacturer's technical services review of the log file noted one driveline disconnect and pump stop alarm on (B)(6) 2015 while the patient was connected to battery power. No additional information was received.